Event description:
Tip of wire of transaortic/peripheral access kit broke off in carotid artery requiring exploration to retrieve and suture repair of carotid artery. Entry needle bevel shorter than usual and wire was difficult to move through needle tip.